Manufacturer narrative:
Initial and final MDR 1931398 - MDR 3003442380-2024-18902 - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four bend cannula events on 02-june-2024 and 25-june-2024. The event occurred within three hours of insertion. The infusion set was inserted in the abdomen and upper buttocks. Blood glucose levels reported during the event was 599 mg/dl and high level of ketones. Patient address high blood glucose level by taking bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.